Event description:
The facility reports both cnas were involved in lifting the patient and putting him to bed. When he was lifted and over the bed, the roll pin broke and the patient dropped onto the bed. No injuries were reported.